Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture : observed one opening on the posterior side assessed as fold flaw opening, additional observations: ¿ crease fold observed on the device. Non penetrating nick ( stress mark) additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and contracture baker grade IV. A hole non-specific was observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture and contracture baker grade IV. A hole non-specific was observed during surgery. Device has been explanted and replaced.